Event description:
The customer called and reported the insulin pump alarmed with a button error, following a battery change. Customer stated the device may have been exposed to moisture while sitting on the sink. The customer's blood glucose was not known at the time of the incident. It was also stated the keypad on the insulin pump stopped responding. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.